Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 2mmx20mm x143cm coyote es balloon catheter was advanced for dilatation. There was no visual issue noted to the device prior to use. However, during the first inflation at 6 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.